Manufacturer narrative:
(B)(4). Product evaluation in progress. Manufacturer contacted customer with follow up phone calls on (B)(4) 2016, the customer expressed her condition improved considerably. Customer considered due to a virus in the air got sick; customer was at the doctor and the blood glucose level was 93mg/dl.

Event description:
Customer complains of a an unresponsive device. The customer states the battery has been recently replaced and confirms proper installation of battery. Customer states the device will not activate when the strip is inserted but will activate when the "s" button is pressed. Customer states is experiencing dizzy spells and headache. Customer has not been diagnosed as a diabetic. Customer informed will set up an appointment tomorrow with the doctor.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with damage/dirty on strips connector. The root cause is foreign material on the strip connector. Manufacturer contacted customer with follow up phone calls on (B)(6) 2016, the customer expressed her condition improved considerably. Customer considered due to a virus in the air got sick; customer was at the doctor and the blood glucose level was 93mg/dl.

Event description:
Customer complains of a an unresponsive device. The customer states the battery has been recently replaced and confirms proper installation of battery. Customer states the device will not activate when the strip is inserted but will activate when the "s" button is pressed. Customer states is experiencing dizzy spells and headache. Customer has not been diagnosed as a diabetic. Customer informed will set up an appointment tomorrow with the doctor.